Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged. The device was reprogrammed to right ventricular (rv) only but still getting bi-ventricular pacing. Boston scientific technical services (ts) walked the field representative through correct programming. The lead will be revised on a future date. Additional information indicates that the dislodgement was confirmed via xray and it was also suspected that there was atrial sensing on left ventricular (lv) electrogram (egm) and no lv capture at maximum output. The patient was in atrial fibrillation (af) and admitted for chronic heart failure (chf). The lv lead remains in service. No adverse patient effects were reported.